Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. The customer stated that the insulin pump alarmed no delivery prior to the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The time was off by approximately an hour, so the customer was assisted with correcting it. The prime test passed. A tubing clamp was not available to perform the high pressure test. When the infusion set was removed from the customer's body, the cannula was bent. Noting further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been retuned. No conclusion can be drawn at this time. The device will be retuned for analysis and further information will follow once the analysis has been completed.